Event description:
During a cardiac catheterization, the patient went into v-fib and shock was needed. Primary rn brought defibrillator to bed, charged to 150 joules and attempted to shock the patient back to a normal sinus rhythm. The defibrillator was charged appropriately to 150 joules, paddles placed on patient and shock advised but shock was not delivered to the patient. Another rn in the room ran to get another defibrillator from room [room # redacted], that was charged again to 150 joules, and patient was shocked successfully back into normal sinus rhythm. The faulty defibrillator was immediately taken out of service and sent to biomed for assessment. Awaiting feedback.